Manufacturer narrative:
No parts were received by manufacturer. Event problem and evaluation: on 28-jan-2015, a medtronic representative went to the site to test the equipment. A damaged network bulkhead connector was found during testing. The network bulkhead connector was replaced, and the reported communication issue was resolved during the system checkout. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was unable to connect to the navigation system during a spinal fusion procedure. The surgeon chose to continue the procedure without delay. Troubleshooting entailed bypassing the network connectors on the imaging system and the navigation system, trying another ethernet cable and then re-booting both systems; however, this did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.